Event description:
The customer reported to customer service that the transformer for her breast pump cracked in half. She indicated that she did not witness any sparking, fire or flame and that an injury did not occur.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that when she removed the transformer from the wall outlet, the housing cracked in half, leaving part in the outlet and part not, exposing inner circuitry. She doesn't know what happened to cause the crack, but she "uses the pump 5 or 6 times a day, traveling back and forth." She also indicated that she did not witness any sparking, fire or flame, that an injury was not sustained as a result of the issue, and that she would return the product. As of the date of this report, the product has not been received. The product involved in the complaint has not been received for testing/analysis. The customer stated that the transformer housing cracked in half, exposing inner electronics, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continued to be monitored. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed.